Event description:
It was reported that the pt expired. The cause of death was unk. It was reported to be unrelated to the implanted system. The pump contained morphine sulfate 30 mg/ml and clonidine 300 mcg/ml at rate of 0.081 ml. Add'l info has been requested from the hcp, but was not available as of the date of this report.